Event description:
Patient presented to clinic for a follow-up. Initial device interrogation was successful and all parameters were within acceptable values. Upon egm review, a pop up message appeared stating that the device was in hardware backup. The programmer was rebooted and the device was reinterrogated, but the same message appeared. Hence, the device was explanted with no consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.